Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use when opening the packaging for the atrial lead, the white plastic cap came off and the lead sprung open and became contaminated. The lead was not used and replaced. No patient complications have been reported as a result of this event.